Event description:
New information states that programming changes were made. Patient was in stable condition.

Event description:
It was reported that during follow-up in clinic post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes and induction test were discussed but not scheduled yet. No further information was provided.